Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving sufentanil, baclofen, bupivacaine and dilaudid via an implantable pump. Boluses per day: 8. The indication for use was spinal pain indications. The patient reported that their communicator was having problems syncing up with the bolus controller yesterday off and on. The patient also mentioned that their home internet had gone out yesterday and wanted to know if that could be the reason for the connection issue. The agent reviewed that there was no wi-fi connected to the ptm (personal therapy manager) device. The patient mentioned that they had ordered a new communicator in december and needed assistance connecting it. The agent assisted the patient with connecting new communicator and during connecting to the pump the patient experienced a 90% lag. The agent walked the patient through clearing data, and the patient was able to successfully connect to the pump and request/receive a bolus without the lag. The troubleshooting steps that were taken on the call resolved the issue.